Manufacturer narrative:
Event was reported to have occurred on an unreported date in the end of (B)(6) 2021. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis that was manifested by abdominal pain, cloudy effluent and nausea. The breach in aseptic technique was further specified as "the patient dropped the patient line on the floor". It was reported the patient was hospitalized for the event. The patient was treated with intraperitoneal vancomycin (1500mg, for three weeks, frequency not reported) and cefdinir (dose, route, frequency not reported) for the event. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.